Manufacturer narrative:
(B)(6). This was previously reported incorrectly per date of event.

Event description:
It was reported by a nurse that a vns patient recently experienced tachycardia events due to unknown reason. The patient was referred to the cardiologist and an ECG was performed; however at the moment it is unknown if vns is exacerbating the patient's cardiac events as good faith attempts to obtain further information have been unsuccessful to date.